Event description:
Same case as MDR ID # 2134265-2013-03372, MDR ID # 2134265-2013-03373, MDR ID # 2134265-2013-03339. (B)(4). It was reported that during a coronary stenting procedure, a vessel spasm occurred. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. The patient underwent cardiac catheterization which revealed a 50 to 70% in-stent restenosis of previously placed veriflex bare metal stent in the right coronary artery (rca). A kinetix ptca guide wire was advanced into the distal rca and a 2.75 x 32 mm promus drug eluting stent was placed. Then, a 3.00 x 15 mm quantum noncompliant balloon catheter was used for post dilatation of the lesion. A spasm was then noted at the distal vessel and was treated with intracoronary nitroglycerin. On the same day the event was considered resolved and the patient was discharged the following day.

Manufacturer narrative:
Device is combination product device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).